Manufacturer narrative:
Results: no results available since no results performed; incorrect technique/procedure (most likely caused by holding the light blue portion of the delivery system during deployment). Conclusion: operational context contributed to event (most likely caused by holding the light blue portion of the delivery system during deployment). (B)(4).

Event description:
It was reported that physician was attempting to deploy 2 complete se peripheral stents to treat a lesion in patient's calcified right common iliac. In both attempts, the stent jumped significantly forward approximately 11mm, being deployed with overlap into an endurant stent graft limb, it missed the intended treatment area and it jumped beyond the aortic bifurcation into teheran distal aorta. Physician determined it was most likely caused by holding the light blue portion of the delivery system during deployment. An assurant cobalt stent was then deployed in the lesion site with no issues noted. No patient injury or other clinical sequlae were reported.